Event description:
It was reported that the patient presented to clinic, upon interrogation the right atrial lead impedance was out of range and noise was also noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.